Manufacturer narrative:
The manufacturer previously reported information in alleging visualization of particles. The patient alleged "intalstaional lung diease". Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging visualization of particles. The patient alleged "intestinal lung diease". Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer received information alleging visualization of particles. The patient alleged "intalstaional lung disease". Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer initiated therapy with the device and verified airflow, using the pil supplied power supply, ac power cord, and heated tube. Customer humidifier heating plate and pil supplied heated tube were also verified to be working. Manufacturer could not confirm degraded sound abatement foam in this device. Secondary findings,pil was able to get care orchestrator information from device unknown contamination at the air inlet and the bottom of the blower box. Black specks in the bottom enclosure. Unknown white dust-like contamination was on top and bottom of the blower motor and the blower motor seal. Missing air inlet seal. Light specks of contamination under flip lid seal. Missing water tank. Unknown foreign objects in humidifier enclosure. Were observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found three error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Box a: sex, age. Box b: adverse event/product problem, outcomes attributed to ae. Box d: product brand name, product brand name, device serviced by 3rdp, device avail. For eval?, date returned has been updated. Box e: reporting address city, reporting address state has been updated. Box h: type of reported complaint, device eval. By mfg?, (device) problem code grid , health impact grid, evaluation method code grid , evaluation results code grid, conclusion code grid, remedial action init, recall (z) number has been updated.